Event description:
It reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Technical support assisted customer with resetting pump, and the malfunction did not recur. Customer was advised to continue using the pump and to call back if any malfunction codes appear again.